Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a compete lead was returned in one piece. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
During implant procedure, loss of sensing was observed on the right atrial (ra) lead. A new ra lead was successfully implanted to complete the procedure. The patient was stable.